Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced with another boston scientific crt-d. Upon receipt, engineering calculations determined that this device did not meet expected longevity predictions, as described in device labeling.